Manufacturer narrative:
Manufacturer ref#: (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the following allegations have been investigated: perforation of inferior vena cava (ivc) and lung, embedment, difficult to retrieve. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic, or asymptomatic. Potential causes may include improper deployment, and (or) excessive force, or manipulations near an in-situ filter (e.g., a surgical, or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with, and, (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety, or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs, or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2019, [pt] was implanted with a cook celect ivc filter. The cook filter placed in [pt] was stated to be appropriate for use as a permanent filter or a retrievable filter. On (B)(6) 2019, [pt] underwent an attempted percutaneous retrieval of the cook celect ivc filter. The retrieval was unsuccessful due to the hook of the filter being embedded within the ivc wall. On (B)(6) 2019, [pt] underwent a computerized tomography (¿CT scan¿) of her abdomen and pelvis. On or about 03sep2019, [pp] was informed that the ivc filter apex was displaced toward the posterior wall and multiple struts were perforating outside the vena cava. On (B)(6) 2019, [pt] endured a complex percutaneous retrieval of the ivc filter. Two (2) struts embolized to her right lung lower lobe. Bronchial forceps had to be used to capture and remove the filter. A gooseneck snare was used to extract the two (2) embolized struts from her lung."

Event description:
The patient allegedly received the celect filter 01feb2019 via the right common femoral vein (per medical record). Patient is alleging filter fracture - two struts broke off the filter and had to be retrieved from the lung and vena cava perforation. Per the unsuccessful filter retrieval: "findings: the ivc is patent without thrombus. Ivc filter unable to be retrieved secondary to filter hook embedded within the wall of the ivc. One of the internal struts of the ivc filter is noted displaced superiorly and laterally. Impression: attempted but unsuccessful ivc filter retrieval secondary to the ivc filter hook being embedded in the wall of the ivc". Per a computed tomography (CT): "impression: there is an inferior vena cava filter with a distorted appearance. One of the struts of the filter is displaced superiorly with a possible very thin connection between it and the apex of the filter seen on series 601 image 49. The apex of the filter is displaced towards the posterior wall of the inferior vena cava. There is protrusion of several struts outside the lumen of the inferior vena cava as seen on axial series 5 image 77. No obvious clot is seen within the inferior vena cava although the lumen of the cava is not well opacified on this study". Per an x-ray chest: "no radiopaque foreign body is identified. The upper most portion of the ivc filter is seen at the l2 level". Per the successful, percutaneous filter retrieval: "bronchial forceps were used to capture and remove the ivc filter. Repeat cavagram revealed no extravasation or thrombus but with embolization of 2 ivc filter struts". "A 5 french grollman pulmonary catheter was used to obtain access into the right lung lower pulmonary arteries". "A 20 mm gooseneck snare was used to extract the 2 ivc filter struts. Evaluation of the ivc filter and struts on the back table reveals all struts present. Chest radiograph and abdominal radiograph confirmed removal of the ivc filter and all filter struts". "Impression: 1) status post ivc filter removal. All the ivc struts and ivc body are present, including the two embolized ivc struts. 2) no evidence of ivc thrombus or extravasation, normal venous anatomy".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, migration (fragments embolized). Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt, pain, emotional distress. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain and emotional distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received provides the patient allegedly received the celect filter due to deep vein thrombosis (dvt). The patient is alleging device tilt, vena cava perforation, fracture, and embedment. Patient notes and additionally alleges experiencing "during the first retrieval attempt, the hook of the filter was embedded within the ivc wall and unable to be freed. One of the internal struts of the ivc filter was displaced superiorly and laterally. A CT scan on (B)(6) 2019 showed protrusion of several struts outside the lumen of the ivc with at least one strut more than 3 mm outside the ivc wall. During the retrieval attempt on (B)(6) 2019, it was noted that 2 struts had fractured and embolized to right lung lower pulmonary arteries", pain, and emotional distress.